Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery. The 1.5x9mm maverick over-the-wire balloon catheter was advanced to the lesion. Upon inflation, the balloon ruptured at 9 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as 'good'.